Manufacturer narrative:
Of the 29 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to bad force sensor issue.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes <noe> 29</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 1-86 years of age and between 38 and 274 pounds. Of the reported patients, 13 were male and 16 were female.

Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 5 additional instances of load step malfunction failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.